Manufacturer narrative:
Gain loss feature was turned on. Gain loss features was turned off.

Event description:
It was reported by service report that the scale read minus 8 pounds. It is unk if there was pt involvement or if there were adverse consequences to report.